Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 446 mg/dl. The customer subsequently went to the emergency room (ER) with blood glucose (bg) of 213 mg/dl and nausea. Customer was administered zofran for nausea/vomiting and intravenous fluids of saline. Customer had high ketones. Customer was released from the ER 3 hours later with bg of 125 mg/dl and in stable condition.